Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed and the buttons are not responding. Customer stated the pump is flashing white and black screen and none of the buttons are responding. The customer's blood glucose was unknown. Customer stated the display is flashing. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage on case noted.